Manufacturer narrative:
This is one event reported on the same pt involving two separate products and associated with MDR #1225714-2013-01466.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event and subsequently expired on an unk date after the use of the produce.